Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04464. It was reported that one of the patient's leads migrated. The issue was confirmed by x-rays. As a result, patient underwent surgical intervention wherein the migrated lead was explanted and replaced. Therapy was restored postoperatively. It is not known which of the patient's two leads migrated, so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.